Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was charging more frequently for the past few weeks. The patient states they have not increased settings. The last program adjustment was over a year ago. The patient states he lets the ins go dead and that is when he recharges. Last night when the ins turned back on after recharging, the stimulation jolts and it comes on heavy. The patient¿s wife could feel the vibration on the mattress. The patient does not charge their ins to 100% full. It was recommended charging the ins to 100% to increase time between charges. It was also reviewed to consider charging before the implant goes dead and to charge all the way. It was reviewed that the patient may be feeling the initial stimulation coming on if the settings are high. The patient was instructed to document the events and if they continue to have the healthcare provider (hcp) check the implant. The patient reporting jolting and strong stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had an appointment with their physician on (B)(6) 2018. They stated that they are ¿on home calendar¿ which seems to have helped with their issue of charging more frequently and jolting stimulation. No further complications were reported or anticipated.